Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alter the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a meniscus repair surgery, two(2) fast-fix 360 failed in the same way consecutively. After the fast-fix 360 t1 was deployed, the needle could not bounce back to deploy t2. The procedure was resumed using an equivalent sn back-up. It is unknown if there was a delay. No further complications were reported.

Manufacturer narrative:
H11: internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. A visual evaluation of the returned devices found they are not in their original packaging. The insertion devices were returned pret1 setting with a length of cut suture but no implants returned. There is biological debris on the devices. A functional evaluation of the returned device finds it cycles as designed. An analysis of the customer provided image found the fast-fix device lying on a surface, next to the box and the opened plastic package. The suture and anchors are not observed, and there are no visual deficiencies. The deployment failure cannot be confirmed. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that can contribute to the reported event include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences. Other factor lines include (1) the application of unintended, inappropriate, or excessive force during device use, and (2) user failure to fully actuate the device during the implantation process. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H11: h2: additional and corrected information in b5 and h6: health effect - impact code.

Event description:
It was reported that, during a meniscus repair surgery, two (2) fast-fix 360 failed in the same way consecutively. After the fast-fix 360 t1 was deployed, the needle could not bounce back to deploy t2. All the t1s were successfully removed from the patient using tweezers. The procedure was resumed using an equivalent sn back-up. There was a delay of less than 30 minutes. No further complications were reported.